Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, abscess and inflammation. No further patient complications were reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The loss of an endosseous dental implant after successful osseointegration and restoration is a known inherent risk of the procedure. Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia. 2. Absence of a recurrent peri-implant infection with suppuration. 3. Absence of implant mobility. 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.